Event description:
It was reported that the patient is deceased and died five days after device system implant via thoracotomy approach. It was further reported that the patient cardiac arrested and resuscitation efforts were unsuccessful. Additional information related to the cause and circumstances of death have been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.